Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about needle retraction failure. When the customer pressed the button but could not retract all the needles.

Manufacturer narrative:
Investigation results: the complaint that the needle would not fully retract was confirmed and the cause appeared to be manufacturing related. Four photographs and one needle and shield from an insyte autoguard device were provided for investigation. The safety mechanism had been activated and the needle was partially retracted; however, a kink in the barrel prevented the needle hub from sliding into the correct position within the shield. This damage may have occurred during storage of the device at the customer's facility; however, the cause likely occurred due to misalignment during assembly. The appropriate manufacturing personnel were notified of this complaint.

Event description:
No additional information.